Manufacturer narrative:
Data collection attempts could not provide for incomplete, missing information. It is not suspected that use or continued use of product could result in a patient's death.

Event description:
Device failure to capture. Magnet application does not provoke expected doo pacing.